Manufacturer narrative:
Concomitant medical products: dtma1q1 crt-d; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an upgrade from a dual-chamber implantable cardioverter defibrillator (ICD) to a cardiac r esynchronization therapy defibrillator (crt-d). The day of the procedure, the patient was undergoing a fistulagram and went into respiratory arrest followed by ventricular tachycardia (vt)/ventricular fibrillation (vf). Cardiopulmonary resuscitation was performed. Upon interrogation of the device, it was noted there were multiple non-sustained episodes followed by an episode with six failed shocks. The right ventricular (rv) coil impedance was high on all therapies and the energy delivered from the device was .7 joules, however, the device was programmed to deliver 35 joules. A rv tip to rvcoil lead impedance warning had triggered and rv oversensing on stored electrograms (egm), along with intermittent atrial lead undersensing on the presenting egm were observed. The rv coil and pacing impedance when interrogated were observed to be high and the patient was transferred to the intensive care unit (ICU). The patient was intubated and passed away the following day.